Event description:
Complainant left a review on (B)(6) concerning potential false negative result of on/go covid-19 antigen self-test. The comment was "these tests do not detect covid. You should be ashamed of yourself selling a product that provides false results. My family took 3 of these tests while ill. Test read negative. Went to the doctor and tested positive a few hours later same day. These allow people to believe they are no carrying or spreading covid. I am sorry I wasted my money on such crap!". No adverse patient effects were reported.

Manufacturer narrative:
Possible root causes of suspected false negative results discovered through (B)(6) review are following: complainant might misinterpret test results. Complainant might not follow the instructions for use (IFU): inadequate sample collection. Interpreting results before 10 minutes. Not performing test immediately after opening the test device in the pouch. Potential contact with foreign substances and household cleaning products during sample collection and testing. Operating test outside of storage conditions. Excessive buffer application to sample well of test device. Complainant might not use the test in accordance with its intended use. Testing outside of first 7 days of symptom onset. Taking high doses of biotin (> 10 mg per day). 13% of false negative results are expected based on performance characteristics claimed for this test (87% ppa). Tests might be exposed to extreme environmental conditions during storage. Test that complainant performed at a doctor's office might yield false positive result, especially if the test was an antigen rapid test. In order to identify the true root cause of this allegation, access bio needs to further communicate with the complainant to rule out above potential root causes, we will reconnect with the complainant to investigate facts and circumstances.